Manufacturer narrative:
Correction: b, d, e, f, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was reported as having an error 1(patient line open) and error 2(low flow). Per information in smx wo, the system was operating normal for almost 6 days until the unit was stopped from delivering therapy by the user for almost 4 hours then when the user tried to restart the therapy the system couldn¿t get proper inlet pressure therefore the flow was affected as well, this looks like an issue with a pad that was being used, a tear, puncture or broken connector would allow air to enter the system and that affects the inlet pressure and flow. They ran a functional check with and without a shunt and everything is working as expected.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to an air leak in the pads. A review of the risk document, dfmea ra2800004 revision 15, was performed for this investigation. The reported event is addressed in step # 5.1.3. Based on this review the risk is within the expected range. The lot number for this investigation is unknown. The latest labeling revision will be reviewed. Baw7667062 rev 0, baw7667064 rev 0 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was reported as having an error 1 (patient line open) and error 2 (low flow). Per information in smx wo, the system was operating normal for almost 6 days until the unit was stopped from delivering therapy by the user for almost 4 hours then when the user tried to restart the therapy the system couldn't get proper inlet pressure; therefore, the flow was affected as well, this looks like an issue with a pad that was being used, a tear, puncture or broken connector would allow air to enter the system and that affects the inlet pressure and flow. They ran a functional check with and without a shunt and everything is working as expected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was reported as having an error 1 (patient line open) and error 2 (low flow).